Manufacturer narrative:
Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Patient reported and physician confirmed child diagnosed with a neurological diagnosis, specified as "epilepsy." Medication prescribed for treatment specified as ethosuximide and diazepam. Device remains implanted. This medwatch is for the right side. See MFR # 9617229-2015-00294 for the left side.

Event description:
Additional follow-up with the diagnosing physician provided that the causality of the event of "epilepsy" in relation to the device is "unknown, idiopathic." This medwatch is for the right side. See MFR # 9617229-2015-00294 for the left side.